Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro silicone jaw boot was peeling. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the silicone on the cold jaw was cracked, but had not detached. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).